Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator had been consistently failing, which slowed down nursing and respiratory staff from retrieving their medications. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager was intermittently failing. A field service engineer (fse) found that the lock assembly pushed back and there was a gap where the hasp met the lock body. Further the fse adjusted the box forward and tested the door. The system functioned as intended after the field service engineer repaired the device.